Manufacturer narrative:
A nurse from the intensive care unit called back to assist with troubleshooting with tandem technical support. It was found that the pump was performing as intended. The customer was released from the hospital 2 days later on (B)(6) 2015, and they will be working with a tandem representative. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, and a high blood glucose levels (913 mg/dl). High bg levels were treated via insulin drip. The customer was still hospitalized at the time that this event was reported. The intensive care unit healthcare provider advised that tandem technical support troubleshoot the pump and related supplies with the customer, however the customer declined to troubleshoot over the phone, and wanted to troubleshoot in person instead. Tandem technical support will reach out to a tandem representative.